Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) 2019: evo-fc 10 mm 8 cm was placed, but the stent fell off due to occlusion (time unknown). The stent was uncollected. It seems that another company's plastic stent was used to replace the missing stent. (B)(6) 2020: after removing the plastic stent (oston scientific/flexima) with forceps, the evolution biliary stent system 10 mm 6 cm full cover was inserted along the placed guide wire. During deployment, the physician felt that the stent protrusion length from papilla seems longer than he expected, therefore he decided to recapture the stent for adjustment of the position. He squeezed the trigger slowly while checking the condition of s recapture under fluoroscopy, but before the marker of the outer sheath returned to the original position, the handle made a popped sound and the trigger cannot be squeezed anymore. Since the trigger seemed to be stuck and the stent could not be recaptured or deployed anymore, he gave up the deployment of the stent and had it removed from the endoscope. When the sheath was removed from the patient¿s body, it was confirmed that the tip was pulled into the sheath. Also, the indicator was also returned to the tip side. Since there was no substitute of the same size, the handle was destroyed and inserted into the patient¿s body, then the stent was deployed by pulling the sheath directly. Although it was placed in the target site, the delivery sheath was removed from the endoscope without removing the safety wire, so the stent was also removed together. Another device (full covered, 10mmx8cm rpn evo-fc-10-11-8-b, lot c1634625) was used instead to complete the procedure. There have been no adverse effect to the patient reported. Immediately after replacement stent was placed, it is confirmed that air enters the bile duct by sending the air. It is speculated that this may be due to a tumor, but because the intestinal tract has a narrow lumen, and also placed stent was 2 cm longer than the planned length, it has been placed over the gallbladder duct. Therefore, it was planned the CT for next day. 7 may 2020 ty@cj: additional information was provided from the sales rep. Has the patient been diagnosed with the new corona positive? No. It was confirmed that the follow-up of CT was performed, but there was no information obtained such as additional treatment was instructed. When the device was inserted into the stenosed lesion, professor (B)(6) said ¿it is hard".

Event description:
This follow up report is being submitted due to the completion of the investigation. <1 august 2019> evo-fc 10 mm 8 cm was placed, but the stent fell off due to occlusion (time unknown). The stent was uncollected. It seems that another company's plastic stent was used to replace the missing stent. <30 april 2020> after removing the plastic stent (oston scientific/flexima) with forceps, the evolution biliary stent system 10 mm 6 cm full cover was inserted along the placed guide wire. During deployment, the physician felt that the stent protrusion length from papilla seems longer than he expected, therefore he decided to recapture the stent for adjustment of the position. He squeezed the trigger slowly while checking the condition of s recapture under fluoroscopy, but before the marker of the outer sheath returned to the original position, the handle made a popped sound and the trigger cannot be squeezed anymore. Since the trigger seemed to be stuck and the stent could not be recaptured or deployed anymore, he gave up the deployment of the stent and had it removed from the endoscope. When the sheath was removed from the patient¿s body, it was confirmed that the tip was pulled into the sheath. Also, the indicator was also returned to the tip side. Since there was no substitute of the same size, the handle was destroyed and inserted into the patient¿s body, then the stent was deployed by pulling the sheath directly. Although it was placed in the target site, the delivery sheath was removed from the endoscope without removing the safety wire, so the stent was also removed together. Another device (full covered, 10mmx8cm rpn evo-fc-10-11-8-b, lot c1634625) was used instead to complete the procedure. There have been no adverse effect to the patient reported. Immediately after replacement stent was placed, it is confirmed that air enters the bile duct by sending the air. It is speculated that this may be due to a tumor, but because the intestinal tract has a narrow lumen, and also placed stent was 2 cm longer than the planned length, it has been placed over the gallbladder duct. Therefore, it was planned the CT for next day. [7 may 2020 (B)(6) ] additional information was provided from the sales rep. -has the patient been diagnosed with the new corona positive? No. -it was confirmed that the follow-up of CT was performed, but there was no information obtained such as additional treatment was instructed. -when the device was inserted into the stenosed lesion, professor kishida said ¿it is hard". Patient outcome: there have been no adverse effect to the patient reported. Patient/event info - notes: <physician's comment> I supposed to hold the device with not much force, but I'd like to know why it breaks. I would like you to consider increasing the strength of the device. <additional qustions> prefix: evo. General questions: at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) (during stent placement). What endoscope type and channel size was used? -n/a. What was the position of the elevator? Was it opened or closed? (Opened). Details of the wire guide used (diameter, type, make)? Visiglide2. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? (Yes). How long was the stent in the patient by the time this complaint occurred? 1-2min. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Stricture information: what was the length and diameter of the stricture? Stenosed lesion about 4 diameter 2 3. Where was the stricture located in the body? Distal bile duct. Was there resistance felt passing wire guide through stricture? Yes. Was there resistance felt passing the evolution through stricture? Was the stricture dilated before stent placement? (No). Questions related to during insertion into patient: was the product inspected for kinks or damage before use? (No). Was resistance felt during insertion into patient? (Yes) . If yes, at what point? Stenosed lesion. Questions related to during stent placement: did the product fail during stent deployment or recapture? (Recapture). Was the directional button pressed during use? (Yes). Was the yellow marker kept in view during deployment? (No). Are images of the device or procedure available? (No).

Manufacturer narrative:
This file is related to (B)(4). Device evaluation: the evo-fc-10-11-8-b device of c1634625 lot number was not returned for evaluation. With the information provided, document based investigation was conducted. This file (B)(4) was opened to investigate case where full covered, 10mmx8cm stent placed, CT scan performed the following day. Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subject to visual inspection and functional checks to ensure device integrity. There inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1634625 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1634625 ; upon review of complaints this failure mode has not occurred previously with this lot #c1634625 the instructions for use ifu0062-5 which accompanies this device, informs the user about the precautions: "a completed diagnostic should be performed prior to placement to measure the stricture length and determine the proper stent length. There is evidence to suggest that the customer did not follow the instructions for use, as the incorrect stent length was chosen and as a result was placed over the gallbladder duct. Root cause review: a definitive root cause could be determined from the available information. A definitive root cause could be attributed to the user error, as the incorrect stent length was chosen and as a result was placed over the gallbladder duct. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, there have been no adverse effect to the patient reported. It was confirmed that the follow-up of CT was performed, but there was no information obtained such as additional treatment was instructed. Complaints of this nature will continue to be monitored for potential emerging trends.